Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 07/19/2017, tandem clinical diabetes specialist reported that the contact stated that adjustments to the pump settings had been made and the blood glucose levels have been good. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 291 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot.